Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they attempted to bolus but the numbers kept ramping on their own. The customer replaced the battery but the insulin pump alarmed battery out limit. The customer was unable to clear the alarm. Customer's blood glucose level was 175 mg/dl. The insulin pump alarmed battery out limit after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm was noted. All operating currents were within specification. The insulin pump passed the self test. No display anomaly was noted. All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.